Manufacturer narrative:
Other text: b5: additional information received on 20-dec-2022 via email and attached to complaint object: customer stated that the product was not used on any patient when it failed. H6: event problem and evaluation codes: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Visual inspection found a crack on the right plunger case. Functional testing was conducted, but we were unable to replicate the issue reported by the customer. Most probable root cause is the plunger head was pressed against the pump during power up test, causing the flippers to rest on the ear clip. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. The service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1. Please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited check syringe plunger sensor alarm. No patient injury was reported.